Event description:
The clinical decision support failed to warn of an allergy listed under the name of a combination drug, "lotrel". The pt was allergic to enalapril (and all ace inhibitors) due to a cough. But who knew which component of the combination drug caused the allergy? No one. The next day after receiving the amlodipine component of lotrel, the pharmacist alertly notified the health care team of the allergy listed as "lotrel", but the allergy was to the ace inhibitor component of lotrel. It appears that the cpoe and cds devices of this ehr (and perhaps the pharmacy allergy checker) are defective in their failure to recognize the individual components of the combination drugs listed on the allergy banner, and thus, the pt may get a drug to which he/she is allergic.